Event description:
It was reported that during an abdominal aortic aneurysm (aaa) treatment procedure, a vessel perforation occurred. The 13mm-14mm target lesion was calcified, but non-stenotic, and the blood vessel was severely tortuous. The procedure was performed to implant the stentgraft in the common iliac artery (cia). Following the stentgraft implantation, the equalizer 33 mm balloon was inflated in the cia. The physician then noticed a perforation of the vessel. Another stentgraft was implanted in the artery from common iliac artery to external iliac artery (eia) due to the perforation. The pt had no complications. The physician did not feel that the perforation was caused by the equalizer balloon, but was procedure related. The internal iliac artery was closed after the stentgraft had been placed from the cia to eia. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.